Manufacturer narrative:
This device used for treatment and not diagnosis. No irregularities were found during the device history record review. This device was made to revision b. The current revision is d where several improvements were made to strengthen the device. The leaf spring was broken at the screw. The forceps corresponds to the drawings and processes at the time of manufacture. The spring broke due to a corrosion tension crack.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history record has been requested.

Event description:
It was reported that the flange broke on the compression forceps on an unknown date. It was noticed post-sterilization process. This is 1 of 1 report for (B)(4).